Event description:
It was reported that a patient with posterior spinal fixation has a construct with a broken rod. The patient is reported to be asymptomatic and does not want to undergo a revision surgery. There were no patient complications reported.

Manufacturer narrative:
(B) (4). The device or applicable films have been returned to medtronic for evaluation. Unable to determine cause of the event.